Event description:
It was reported by the customer that after the safety has been engaged, the needle sticks out. No other information was received regarding any serious injury as a result of this product issue.